Event description:
It was reported that the patient underwent a revision procedure to address pain. The patient is reportedly stable following the procedure.

Event description:
It was reported that the patient underwent a revision procedure to address pain. The patient is reportedly stable following the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.